Event description:
Pt has been having allergic reactions: difficulty swallowing, stuffy nose which has escalated to heart palpitations and rashes over their entire body for the past 2 1/2 months since sleeping on a magnetic and foam mattress pad. They have a known allergy to latex, but there is no latex products being used in the pad according to the label. Their family member has slept on the same pad with no problems, but pt noticed after stopping the use of the product their symptoms abated.

Event description:
Add'l info rec'd from MFR 3/23/04: a test for latex, was negative.